Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Output measurements and sensitivity test revealed no anomalies in device output or sensitivity. Crosstalk/noise test discovered no noise sensed by the device. Evaluation of the device header found no defect that could contribute to the complaint of noise. The device exhibited normal characteristics and is above elective replacement battery levels.

Event description:
It was reported that a pacemaker dependent patient presented in clinic. Upon interrogation, noise was noted on both the atrial and ventricular channels. Noise could be reproduced with pocket manipulation. There were no adverse events for the patient. It was unknown if the noise was due to the right atrial and right ventricular leads or due to the pulse generator header, connection issue. The system was explanted and replaced. There were no adverse consequences to the patient.